Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, failed battery test, damage (physical or cosmetic), no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1884, mmt-886a. Troubleshooting was not performed and the customer reported insulin flow blocked alarm (past/resolved event).issue was resolved. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported receiving a battery failed alarm. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-886a.

Manufacturer narrative:
Unit passed the self test, active current measurement, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. However, unit received with high sleep current. No unexpected insulin flow blocked alarms noted during testing. Pump¿s history and trace files downloaded successfully using thump software. No "no delivery" alarms noted in the pump history/trace files within a month of the event date. No motor alarms noted in the pump history or long trace files or during testing. Force sensor was measured and is within spec (22.8mv at zero offset). Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 board. Swapped pcba 1 board with a test board and sleep current measurement passed. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, minor scratched lcd window, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Alleged insulin flow block alarms not confirmed during testing. Failed battery alarms not confirmed during testing or in the power management graph. Cosmetic damage was confirmed where minor scratched lcd window was noted. However, pump received with a high sleep current measurement due to moisture damage on pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.